Manufacturer narrative:
Device received with critical pump error (open book image) and unable to download pump history file due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test,sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to critical pump error (open book image). Unable to verify unexpected battery power loss anomaly due to critical pump error (open book image). Unable to perform the care link upload due to critical pump error (open book image). Device had missing display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, dog chew marks on the case/on the keypad, stained/peeling serial number label and faded end cap address label. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2020 the customer alleged insulin pump exposed to moisture, received a critical pump error (open book image) alarm, unexpected power loss and patient was hospitalized for low blood glucoses. Device received with critical pump error (open book image) alarm and unable to download pump history file due to corroded pcba 1 and pcba 2. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to critical pump error (open book image). Unable to verify unexpected battery power loss anomaly due to critical pump error (open book image). Swapped out pcba 1 with a working test board and successfully utilized crest and thus to download history files and traces. Pump error 35 alarm confirmed in pump history file [ (B)(6) 2020 21:47] due to moisture damage on the force sensor. Pump error 35 alarm triggered a critical pump error (open book image) alarm. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. Several battery/power related alarms were found in the history file: battery removed alert [ (B)(6) 2021 21:47], low battery alert [ (B)(6) 2020 15:13], change battery alert [ (B)(6) 2020 00:48], off no power alert [nov 01, 2020 01:15], battery out limit alert [ (B)(6) 2020 01:26], failed battery test alert [ (B)(6) 2020 21:47]. Unable to perform the carelink upload due to critical pump error (open book image). Device had missing display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, dog chew marks on the case/on the keypad, stained/peeling serial number label and faded end cap address label. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to verify customer alleged for low blood glucoses. Critical pump error (open book image) alarm triggered due to pump error 35 alarm. Pump error 35 alarm due to moisture damage on the force sensor. Unexpected battery power loss confirmed due to moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6)on (B)(6)2022. Retainer ring = clear. On (B)(6)2020 the customer alleged insulin pump exposed to moisture, received a critical pump error (open book image) alarm, unexpected power loss and patient was hospitalized for low bgs. Device received with critical pump error (open book image) alarm and unable to download insulin pump history file due to corroded pcba 1 and pcba 2. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to critical pump error (open book image). Unable to verify unexpected battery power loss anomaly due to critical pump error (open book image). Swapped out pcba 1 with a working test board and successfully utilized crest and thus to download history files and traces. Pump error 35 alarm confirmed in pump history file [(B)(6)2020 21:47] due to moisture damage on the force sensor. Pump error 35 alarm triggered a critical pump error (open book image) alarm. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Several battery/power related alarms were found in the history file: battery removed alert [(B)(6)2021 21:47], low battery alert [(B)(6) 2020 15:13], change battery alert [(B)(6)2020 00:48], off no power alert [(B)(6)2020 01:15], battery out limit alert [(B)(6)2020 01:26], failed battery test alert [(B)(6) 2020 21:47]. Unable to perform the carelink upload due to critical pump error (open book image). Device had missing display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, dog chew marks on the case/on the keypad, stained/peeling serial number label and faded end cap address label. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to verify customer alleged for low bgs. Critical pump error (open book image) alarm triggered due to pump error 35 alarm. Pump error 35 alarm due to moisture damage on the force sensor. Unexpected battery power loss confirmed due to moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. Customer stated there was no sign of damage and retainer ring was intact. Customer stated they had hypoglycemia and received critical pump error open book image alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.